Manufacturer narrative:
(Report 2 of 2) the balloon device was not returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. A potential factor is incompatibility with the unknown model scope, leading to mechanical damage when inserting and moving the balloon device. The instruction manual for the balloon specifies the olympus scope dimensions required for use with the balloon, and states ¿use this instrument only in combination with products recommended by olympus¿. Also, ¿never use excessive force to operate the instrument.¿ ¿do not pull the tube with excessive force. Otherwise, the balloon may burst and the pieces could remain in the duct.¿ as a preventive measure, also ¿always have a spare instrument available.¿ in addition, the instruction manual has directions for pre-procedure visual and tactile inspection of the balloon device.

Event description:
(Report 2 of 2) olympus was informed that during an ecrp procedure to address a common bile duct stone, two extraction balloons ruptured after being deployed. The second balloon was used right after the first ruptured balloon, and also experienced a rupture. No pieces of the second balloon fell into the patient. The procedure was completed using other endoscopic devices, as well as a cholangiogram to verify that all device fragments were removed from the patient. There was no report of patient injury.

Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from fge to lqr.